Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation has yet to be complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer contacted a technical support engineer (tse) during case setup and reported that they had error 32056 on arm 1 at startup. The system logs confirmed errors reported by the axes controller arm (aca) board on universal surgical manipulator (usm) 1. The customer rebooted the system multiple times before calling with no change. The customer attempted a hard reboot/emergency power off (epo) on the patient side cart (psc) with no change. The customer elected to disable arm 1 and was tentatively planning on proceeding with the case as planned. The customer would call back if the surgeon elected to not proceed as planned. The customer called back to report that the surgeon was proceeding with the remaining three arms. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that there was no patient injury and they completed the procedure robotically with 3 arms. Patient demographics provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found in system logs, the error was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where agc current was found to be failing on the 0x1 axis. Once testing was completed, the pitch searchlight flat flex cable (ffc) was aba tested and was verified to be the source of the fault. The complaint regarding error on startup was confirmed by failure analysis. The probable root cause can be attributed to the pitch searchlight ffc.

Event description:
Refer to h11 for follow-up information.